Event description:
It was reported that during a routine reprogramming of this device it was noted that premature battery depletion was evident since february 2023 not allowing the thresholds measurement testing to be carried out. There was a previously reprogramming four months ago and there was 7.5 years remaining. An emergent explant took place. This device was expected to be returned. No additional adverse patient effects were reported.